Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation paroxysmal procedure, a pericardial effusion occurred. Following removal of all catheters, the physician removed the agilis sheath without unfolding it completely and thinks this is what caused the effusion.